Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that while the health care professional (hcp) was attempting to update the software of the subcutaneous implantable cardioverter defibrillator (s-ICD), they heard it beeping and a screen with a power supply code appeared. Boston scientific technical services (ts) was consulted and discussed what the code could indicate and suggested evaluating system placement. It was noted that there was 41 percent battery remaining for the s-ICD. A field representative was called to interrogate the device and sent in device memory for review by engineering. Upon review of the data stored in the s-ICD memory it was noted that the power supply code had occurred over a year earlier and the s-ICD had been emitting tones since. The power supply code occurs when a reset happens during a device charge or shock delivery. It was discussed that therapy is available but up to a 40 second delay in therapy may result. Further review of the counters found 17 different times the s-ICD charged, but the last charge was normal and did not show any codes. Engineering noted that battery voltage and lead impedance measurements were normal. However, since the code could indicate an intermittent hardware issue, device replacement was recommended. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. A review of the devices memory noted no resets, errors or codes. The patient log did show the beeping pattern. The device case was opened and internal visual inspection and further testing showed no irregularities. The cause of the power supply code observed in the field was unable to be determined.

Event description:
This report is being filed to report the analysis findings.